Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and receiver/smart device occurred. No additional patient or event information is available. Product and data was provided for investigation. The transmitter was returned for evaluation. An external visual inspection was performed and passed. A global transmitter functional test was performed and the transmitter passed. A pairing test with (B)(6) bluetooth device was performed and the transmitter passed. A voltage test was performed and the transmitter passed. The complaint could not be reproduced with the returned product; however was confirmed through share log review. A probable cause could not be determined.